Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to load a new cartridge but was unable to resume insulin therapy due to recurring cartridge alarm. Technical support decided to replace the pump, which was under warranty. Customer was instructed to use multiple daily injections (mdi) for insulin delivery in the interim. They were also guided on how to prepare the existing pump for return.